Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device motor on the device control unit was not functioning, defective, a screw was missing, damage to the housing, control and sliding sleeve were visible and the swing head was torn. It was further determined that the device failed pretest for general condition, saw blade coupling, saw head ratchet, battery casing coupling and functional test. It was noted in the service order that the hand piece did not work before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.